Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted one partial suture and one needle. The loop was observed to be broken but not returned. Unfortunately, because no sealed samples were returned, pmv could not confirm that the loop was missing out of packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section procedure, it was seen that the device had no loop. The device was not used on the patient and the procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section procedure, it was seen that the device had no loop. The device was not used on the patient and the procedure was completed using another device. There was no patient injury.